Manufacturer narrative:
A follow-up report will be filed when the investigation has been completed. (B)(4).

Event description:
The customer reported that the panel rvp resulted at 0832 incorrectly, corrected at 0833 in tracking. Two results went out; one at 0832 and one at 0833, but only one is in the hl7 transaction, the first incorrect result. There was no reported patient injury associated with this event.